Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for eval. Therefore, a review of in-house testing was performed. In-house strip testing on strip lot #364994a meets release criteria specs. The product performed as expected. Although relevant nc's were noted in batch record 364994a, they did not affect the final release specs. There is no indication of a product deficiency and add'l corrective actions were not returned. It is reported that the customer has lymphoma. This condition may impact the performance of the assay. A root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Pt self tester alleging discrepant inratio values. Pt's therapeutic range 2-3. On (B)(6) 2015 = 2.0; (B)(6) 2015 = 4.1; (B)(6) 2015 = 1.7; (B)(6) 2015 = 1.8; 2015 = 1.8; (B)(6) 2015 = 1.8. No reported adverse pt sequela.